Event description:
Approximately 4 years and 3 months post tavr procedure using a 23mm sapien 3 valve, the patient underwent a valve in valve (viv) procedure using a 23mm resilia due to aortic regurgitation (central leak). The patient was a type 0 bicuspid originally with little to no calcium on the original CT and it landed lower than 70/30. A 23mm s3ur viv was completed and the patient did well with no complaints. The implanter states "failure is due to natural disease progression."

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Manufacturer narrative:
Correction to h6; clinical code, device code, type of investigation, investigation findings and investigation conclusions. The 23mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post-implantation- degeneration was confirmed from the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years and 3 months post tavr procedure using a 23mm sapien 3 valve, the patient underwent a valve in valve procedure using a 23mm resilia due to aortic regurgitation and insufficiency with noted mild paravalvular leak (pvl)", "md states failure is due to natural disease progression", and "per medical record review, pre-and post-operative diagnosis was - "s/p bioprosthetic aortic valve replacement-structural valve degeneration and severe aortic insufficiency." Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause for structural valve degeneration is unknown at this time, as limited information was provided. However, the progression of pre-existing disease processes may have been a contributing factor. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per medical record review, pre- and post-operative diagnosis was - "s/p bioprosthetic aortic valve replacement-structural valve degeneration and severe aortic insufficiency". The final tee: showed mild pvl, and the (average mean gradient) avmg was reported as 10-12mmhg. The final aortography: revealed a well-positioned valve with trace paravalvular leak (pvl), avmg was 12mmhg. No complications were reported, and the patient was transferred to the cvicu in a hemodynamically stable condition.

Manufacturer narrative:
Update to b5 and b7.